Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient felt pacing like thumping at times. Noise was seen on the right atrial (ra) lead which caused a mode switch to occur then pacing at the sensor rate. The lead was reprogrammed to correct the oversensing. The lead remains in use. No patient complications have been reported as a result of this event.